Manufacturer narrative:
G4: 27may2020. B4: 28may2020. Additional information has been received indicating the customer did not in fact allege an unexpected switch off but was only requesting service due to a field safety notice that they received. There was no allegation of failure or malfunction; therefore, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21may2020.

Event description:
The customer reported an unexpected shut off. There was no patient involvement.